Event description:
Ofgo was found on a structural heart computed tomography on (B)(6) 2024. The patient had intermittent low flow alarms with associated lightheadedness/dizziness that would resolve with the resolution of the low flow alarm. Patient was uplisted on heart transplant waitlist for ofgo and received transplant (B)(6) 2024. Evaluation by abbott confirmed ofgo.